Manufacturer narrative:
The insulin pump alarmed during the prime test and the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer's physician reported via phone call that the customer had a compromised force sensor system alarm on their insulin pump. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.